Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards reviewed the presentation: mitral valve in valve: patient selection, technique, and outcomes. It was learned that a patient with an edwards surgical valve underwent a valve-in-valve procedure with lampoon after an unknown implant duration due to an unknown reason.